Event description:
It was reported that the device powered off itself several times while in use to monitor a patient being transported in an ambulance. The device was powered by an inverter located in the ambulance. There was no report of adverse outcome for the patient.

Manufacturer narrative:
(B)(4). Physio-control did not evaluate the device. A third-party service agent evaluated the device and was unable to reproduce the reported failure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Further investigation has determined that the customer is powering their device in the ambulance using an ac power adapter which is powered from a modified sine wave dc power inverter. The device operating instructions include the following warning regarding the use of the ac power adapter with a power inverter: ¿physio-control has no information regarding the performance or effectiveness of the lifepak 15 monitor/defibrillator when the power adapter is used with a power inverter. It is the user¿s responsibility to verify that the monitor/defibrillator performs correctly when used with a power inverter.¿ although it has not been conclusively determined that the reported issue was caused by the vehicle inverter power, the customer has been advised to either switch to another type of inverter or to use standard battery chargers and have fully charged batteries available for their device.